Event description:
It was reported that (1) 512sd was used during a laparoscopic diagnostic procedure. It was reported by the hosp that the surgeon had a malfunction with the 512sd trocar resulting in a bowel perforation. This was on the second puncture. The pt had to be opened and the surgeon performed a colon resection to repair bowel. There was extended or time by 1 hour and extended hosp stay by 3 days.